Event description:
Patient was revised to address infection. Loosening of the femoral and tibial were also reported.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 3 years ago. No products were returned for examination. Product information required to retrieve the device history records for reviewing and search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection and device loosening; however, infection after approximately three years implantation is unlikely to be product related. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.